Event description:
It was reported that the pt has high impedance and suspects a lead issue. Pt has been referred to a surgeon, but revision surgery has not occurred to date. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further information reveals that the patient underwent revision surgery on (B)(6) 2011. Attempts for product return have been unsuccessful to date.